Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during an attempted implant, loss of capture and high impedance was observed on the rv lead. After several attempts to find good measurements, helix issue was noted. The lead was then replaced with satisfactory lead parameters. Patient was in stable condition post-procedure.